Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing episodes due to myopotential oversensing were observed on stored egm. The patient was seen in the clinic and the myopotential oversensing was reproduced during deep breaths. The recommended programming changes were made. The patient was asymptomatic.